Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot #73e1800443 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got broken at loading during operation. A new package was opened instead. No clip fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. A half of a loose clip was also returned. The cartridge and the clip were visually examined with and without magnification. Visual examination of the clip revealed that it was broken in half at the hinge. The cartridge contained the other half of the clip with the pierced bosses and no intact clips remaining. The returned clip appears used as there is biological material present on the clip. It could not be determined exactly how or what caused the returned clip to break at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge and a half of a loose clip were returned. The loose clip was broken in half at the hinge. The cartridge was returned with the other half of the loose clip and no intact clips remaining in it. It could not be determined exactly how or what caused the returned clip to break at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that a clip got broken at loading during operation. A new package was opened instead. No clip fell/remained in the patient.